Event description:
A customer obtained multiple, non-reproducible, unexpected vitros phyt quality control results using a vitros 5600 integrated system. The following results were obtained: qc fluid biorad 1 = 10.79 vs. An expected result = 7.45 ug/ml; qc fluid biorad 2 = 21.85 vs. An expected result = 15.37 ug/ml; qc fluid biorad 3 = 37.88 vs. An expected result = 26.75 ug/ml; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur on patient samples undetected. No patient samples were run during the time frame of the event. There was no report of patient harm as a result of this event. This report is number three of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, non-reproducible, unexpected vitros phyt quality control results were obtained using a vitros 5600 integrated system. The investigation could not determine a definitive root cause. An issue related to storage and/or handling of the control fluids in use or a reagent related issue cannot be ruled out as contributing factors.